Event description:
Tbm (B)(6) states, the therapist stated the power center mount is off set, may be bent. The therapist stated, the power center mounts were replaced about 6 weeks ago thru national seating and mobility, tbm will contact national seating and mobility for additional information on the order number . Tbm states, he has sent a video to (B)(4) to view and respond back to the issue to see if she knew what could be causing the issue.